Event description:
Home patient (hp) reported feeling full, as if he were overfilled, while using the homechoice cycler for apd therapy. Hp reported the homechoice cycler "skipped" the intial drain phase of therapy and advanced into the first fill without draining out the last fill volume of 2000ml. After receiving the first programmed fill of 2000ml the hp placed the cycler into a manual drain, removing 2000ml. Follow-up with the healthcare professional (hcp) reveals that upon completion of the manual drain the hp continued therapy with no further difficulty. According to the hcp there was no pt injury or medical intervention as a result of this incident.